Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 4 months post implant of this 29mm aortic bioprosthetic valve, the valve was explanted and replaced with a 27mm valve of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.